Event description:
It was reported that catheter was inserted femorally in 2006. Approximately one month later, it was reported that distal lumen detached from connector. However, clinician continued to use device while utilizing proximal lumen. Sales rep advised doctor to remove catheter. It was removed. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.